Event description:
Additional information indicated that the corpora tissue was thin because the patient had multiple surgeries. It is unknown what the referenced multiple surgeries were.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and additional event information. A titan pump and two cylinders were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of perforation quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the corpora tissue was thin and the cylinder ruptured out of the space. The implant itself had no defect. The reservoir was salvaged. Another pump/cylinder was implanted.